Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) repeatedly exhibited high, out-of-range pacing lead impedance on the right ventricular (rv) channel. No adverse patient effects were reported. This device remains in service.